Event description:
Pt diagnosed with ectopic pregnancy and underwent diagnostic laparoscopy and salpingectomy during which the left renal artery was injured: a segmental artery of the kidney was penetrated with a trocar. An abdominal incision was made to assess, and the vascular surgery service assisted to repair the injury during laparotomy. Two weeks later post-op, the pt was doing well but had an abdominal wound infection, being treated aggressively.